Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when they turned the device on, the alarm didn't make a sound. There was no reported patient impact.